Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 9.8 mmol, 6.4 mmol, 8.2 mmol, and 7.6 mmol. Tests were done within 20 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.